Event description:
Customer reported that pump clock was losing time and required resetting, being off by 10 minutes. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting and a callback, and no further action was required.